Event description:
Description of event: it was reported they had a nalu implanted in may to see if that would give her some relief, and off and on it seemed like it was helping a little bit. Patient stated she has had multiple neck surgeries and has damaged nerves. Patient mentioned last night they ended up having burning nerve pain through her shoulders and up the back of her head. Patient also mentioned they had dysphagia and swallowing difficulties and her throat has been feeling like it is swelling up. Patient said last night about 3 or 4 in the morning they turned the nalu off. Patient stated they have had steroid blocks done on their right shoulder. They also stated they would like to have the nalu removed. Patient stated they had a history of heart issues and had some cardiac testing done in september where the test affected the nalu, so they turned it off and took off the heart monitor. All of these issues began in august. The patient was redirected to their healthcare provider to further address the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).